Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that, due to internal bleeding, antithrombotic therapy was discontinued, and the patient was placed under observation. The patient was not re-hospitalized. On angiography, the implant depth on the non-coronary cusp (ncc) was 0 millimeter¿s (mm), and the implant depth on the left coronary cusp (lcc) was 1 mm. At discharge of the patient following the initial implant procedure, the patient¿s mean gradient was 9 millimeters of mercury (mm hg). When the thrombus was detected, the mean gradient was still 9 mmhg. The thrombus was located on the lcc. The valve was implanted in the patient¿s native annulus. It was noted that the patient was taking hemodialysis 3 times per week that started approximately 3 years prior to valve implant. Additionally, the patient was taking anticoagulation medication for a previous surgery prior to valve implant. Following the implant of the transcatheter valve, anti-platelet and anticoagulation therapy were not used. The last three international normalized ratio¿s (inr) were .95, 1.00, and 1.12.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, a thrombus on the valve was observed. No additional adverse patient effects were reported.